Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: updated investigation: investigation site: (B)(4), selected flow: packaging visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. This production lot (6l33567) was manufactured in october 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action (CAPA-009574) and part of the field safety notice fsn 1655109. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). All further investigations and actions will be documented within CAPA-009574 and hence the in the investigation flow listed remaining investigation steps are not required. H3, h4, h6: a review of the device history record. Device history lot part: 04.210.120ts, lot: 6l33567, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 16 oct 2019, expiry date: 01 oct 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Lot 6l33567 is made from non-sterile part# 04.210.120 lot 15l6007: part number: 04.210.120, lot number: 15l6007, manufacturing site: monument, release to warehouse date: 12 sep 2019. Manufacturing location: monument, manufacturing date: 23-aug-2019, part number: 04.210.120, 2.4mm ti va locking screw stardrive 20mm, lot number: 15l6007 (non-sterile), lot quantity: 218. Fourteen pieces were scrapped in cell at op #60, final inspection, for surface finish discoloration. Production order traveler met all inspection acceptance criteria apart from the fourteen pieces noted. Inspection sheet, mill shaft threads / head thread / flute, ns069869 rev e met all inspection acceptance criteria apart from the fourteen pieces noted. Packaging label log (pll) lmd rev ac was reviewed and determined to be conforming. Packaging bom was reviewed and determined to be conforming with no deviations to normal packaging identified. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿the inner part of the tube stayed stuck in the outer tube¿ does not indicate breakage or malformation of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. Device history batch null, device history review 30-mar-2020: DHR reviewed. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional device product code: hrs. A product investigation was conducted. Visual inspection: the va locking screw was received with the reported condition that the inner tube did not disengage from outer tube. The visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. No further damage is visible. Summary: the visual inspection confirmed that the inner cap with holder and screw is retained within the outer tube during disassembly, which prevent the screw from being removed and used. This production lot (6l33567) was manufactured in october 2019 according to the specification. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. Further investigation has shown that this production lot is part of the corrective and preventive action and part of the field safety notice. The root cause was identified during the performed CAPA evaluation (inadequately defined design of the inner tube & inner cap). A device history record (DHR) review was conducted: part: 04.210.120ts. Lot: 6l33567. Manufacturing site: selzach. Supplier: früh ag. Release to warehouse date: 16 oct 2019. Expiry date: 01 oct 2024. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance's were identified. Lot 6l33567 is made from non-sterile part# 04.210.120 lot 15l6007: part number: 04.210.120. Lot number: 15l6007. Manufacturing site: monument. Release to warehouse date: 12 sep 2019. Manufacturing location: monument. Manufacturing date: 23-aug-2019. Part number: 04.210.120, 2.4mm ti va locking screw stardrive 20mm. Lot number: 15l6007 (non-sterile). Lot quantity: 218. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Component(s) reviewed: component parts were not reviewed as the reported complaint condition of ¿the inner part of the tube stayed stuck in the outer tube¿ does not indicate breakage or malformation of the screw. Therefore, review of the raw materials would not be pertinent to the reported complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020 during an unknown procedure after opening the sterile tube of the 2.4mm ti variable angle (va) locking screw the inner part of the tube stayed stuck into the outer tube. The deck also did not had the white protection. The procedure was completed successfully without any surgical delay. Similar screw was used to complete the procedure. No patient consequences reported. This report is for one (1) 2.4mm ti va locking screw stardrive 20mm sterile. This is report 1 of 1 for complaint (B)(4).